Manufacturer narrative:
Date sent to the FDA: 7/5/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 11/27/2017 . (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the (B)(6) legal team that the patient underwent a hernia repair procedure on an unknown date and mesh was implanted. About one year after the procedure, the patient experienced hernia recurrence. No additional information has been provided at this time.

Manufacturer narrative:
Patient codes: (B)(4)- surgical intervention. It was reported that the patient underwent a hernia repair on (B)(6)/2014 and mesh was implanted. On (B)(6)2015 after diagnosis urgent suspicion of recurrent umbilical hernia, which had to be treated surgically (surgery date not known). No additional information was provided.